Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. Abbott technical services was contacted, session records were reviewed, and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement indicator level. Analysis of device image indicated autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device will adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed exhibited normal device characteristics. Longevity assessment was performed, and the implant duration exceeded the total projected longevity indicating normal battery depletion.